Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the tcc-ez casting system was placed on the patient and did not get hard after waiting 30 minutes. The physician and nurse then had to reinforce the cast with fiberglass tape. 5 of 5 reports - other mfg report numbers: 9680091-2018-00034, 9680091-2018-00035, 9680091-2018-00036, 9680091-2018-00037.

Manufacturer narrative:
DHR - no deviations found in the production process or in the finished goods inspection. The product was released without quality issues. Failure analysis - retained sample was pulled out for analysis. Full specification testing was done and all parameters were found to be acceptable. Appearance is good. The product was released without any issue. From the investigation, the complaint was not confirmed. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed, however, this problem may have occurred due to several factors that affect the performance of the product during the preparation and application like water temperature, drying time, among other factors.

Event description:
N/a.